Event description:
Additional information received reported that patient¿s eyes looked ¿horrific¿ because he didn¿t sleep at night. In the last 11 days, the patient only got 20 hours of sleep. During the vertigo test, the patient was getting physically ill and he was ¿sweating bullets.¿ the patient was also taking four to six vicodin a day and that was giving him a rebound headache. It was also noted that the patient¿s neck was ¿horribly bad.¿ ever since the vertigo test, the patient¿s head ¿just tightening.¿ the doctor did ¿optical nerve block.¿ after 20 minutes in the recovery room, the patient¿s headache came back. The patient believed that the pump was not working. He also had brain atrophy. The patient was under stress.

Event description:
Additional information: it was later reported the cause of the event was unknown; no motor stall. Per the health care provider the patient normally doesn't sleep well and no reports about a cyst. There was no patient injury.

Manufacturer narrative:
Programmer: model: 8835, serial# (B)(4); catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter: model: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient does not sleep well and once fell asleep in his car. It was added that patient had bad headaches since 6 months, after implant. Healthcare provider had been increasing his medication. Drugs delivered via the device were morphine, and bupivacaine. It was further reported that patient had a vertigo test and had been in much pain since. Patient had a cyst diagnosed on his MRI and on two brain side lobes, it showed that he had increase mass of brain. Additional information has been requested; a follow-up report will be sent when it becomes available.